Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The reported condition of a flo-gard infusion pump with a broken power cord was confirmed during evaluation. The cause of the reported condition was determined to be physical damaged to the power cord. The power cord was replaced to fix the reported condition. A service history review revealed no previous service events were related to the reported condition. Baxter discontinued service and ceased all design related support on flo-gard (B)(4) (6201) and (B)(4) (6301) in the u.s. Region as of (B)(6) 2010 (refer to end of service notification (B)(4)). Baxter continues to support the product in the (B)(4) and will do so until parts remain available. Per the flo-gard quality plan (B)(4) baxter will continue to collect product complaints but periodic monitoring/trending and analyses of the u.s. Complaints for product improvements will no longer be required. However, baxter will continue to monitor and report on death and serious injury (dsi) events and follow existing escalation processes (e.g., hha, MDR, fca etc.) To assess the impact on patient safety.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with "power cord broke." It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.